Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 26 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and they do not fulfil ep requirement for the minimum. The results are: 0.57 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, there was an incidence during the process regarding the same issue, but the product was released fulfilling usp/ep and b.braun surgical requirements. Needle attachment results before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary) reported that there have been cases that there is no needle in the single package at all or needle has detached from the thread. Two different batches and sample request made. Related case of the other batch number: 3003639970-2021-00370. No more information has been provided.